Event description:
The customer reported an event of positive bi. The load was recalled with the exception of 2 [of 10] batteries. There are no reports of injury from the unrecalled load.

Manufacturer narrative:
(B)(4). Suspected positive bi.